Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2013-04985. It was reported the pt was experiencing a loss of stimulation. Attempts to reprogram the system were successful initially, but then the stimulation would eventually decrease. The sjm representative determined during diagnostic review most of the contacts were invalid. Eight contacts were unusable because the pt experienced stomach stimulation with these contacts. It was reported x-rays were to be taken to check for connections or placement.